Event description:
This event was reported via medwatch #: (B)(4) received 08-december-2020. The information reported was that the inner lumen of the micro puncture sheath had a device failure and sheared with iabp attempt. It is reported that it developed a puncture as it was being inserted. When the device failed, the patient was brought back to the cath lab an the balloon replace. The entire system was removed and not retained in the body. Date of event - (B)(6) 2020.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Additional initial reporter name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
This event was reported via medwatch # (B)(4) received 08-december-2020. The information reported was that the inner lumen of the micro puncture sheath had a device failure and sheared with iabp attempt. It is reported that it developed a puncture as it was being inserted. When the device failed, the patient was brought back to the cath lab an the balloon replace. The entire system was removed and not retained in the body. Date of event - (B)(6) 2020.